Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an abrasion with scratches. The patient was given a hydrocortisone cream while in the hospital for an unrelated reason. Follow up indicated that the abrasion healed.